Event description:
Insulin drip initiated. Continuing to increase drip over next four hours secondary to unchanging blood sugar levels. Pump continuing to show amount infused, but when syringe taken off of pump 4.5 hours after began, no medication had been delivered. Resulted in no insulin for 4.5 hours and increasing blood glucose levels when new drip started.